Event description:
It was reported that during an implant attempt the helix would not extend but then suddenly it "popped out at once." The physician was not able to place the lead and it was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position, the lead appeared damaged at implant and the lead was stretched.